Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The initial accu tni result was 3.74ng/ml. (Sample a) the result was reported out of the lab. On the same day, the customer collected a fresh sample (b) from the pt and tested for accu tni. The accu tni result was 0.01ng/ml. The customer then re-tested the pt sample a for accu tni: the result was 0.01ng/ml. A corrected report has been issued. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.